Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used discofix 3-way stopcock blue ll in connection with a check valve without packaging. The provided sample was subjected to a visual examination. At the used sample the male luer lock cone of the connector is broken off. We assume that this damage is caused by an application problem, by too strong attachment at the lla connector. Please note: the cause for cracks or breaks could be high tensions in combination with disinfectants and / or certain drug ingredients (oil, alcohol, lipids etc.). A review of the batch and manufacturing records revealed no abnormalities or nonconformities. Therefore we consider the complaint not confirmed. The complaint is only taken to the knowledge and filed for statistical purpose. Note: this report is being filed for the adverse event that occured. A second report, filed under MFR report number 9610825-2017-00228, was filed for the product problem.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in france: stopcock-damaged-broken. Resulted in significant blood loss, and the patient had to receive a transfusion.